Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube clotted during use after the centrifugation process. The following information was provided by the initial reporter: "we are having problems with lot # 9065832 on vacutainer item # 367960. After centrifugation, the whole specimen is completely solid. We have had a few tubes from our ghs satellite and the ER."

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were visually inspected for the presence of additive, all tubes were found to contain spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the quantity of additive that is present in the tube and all samples were within specification requirements. Blood collection tubes are designed to draw the appropriate volume to ensure a proper blood to additive ratio, not having the correct blood to additive ratio can lead to clotting. Also, in tubes with anticoagulants, inadequate mixing may result in clotting. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for clotting with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale:complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: the awareness date has been updated. The following information has been corrected: b.2. Date of event: unknown. The date received by manufacturer has been used for this field. B.2. Date of event: (B)(6) 2019. G.4. Date received by manufacturer: 2019-07-11.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube clotted during use after the centrifugation process. The following information was provided by the initial reporter: "we are having problems with lot # 9065832 on vacutainer item # 367960. After centrifugation, the whole specimen is completely solid. We have had a few tubes from our ghs satellite and the ER."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube clotted during use after the centrifugation process. The following information was provided by the initial reporter: "we are having problems with lot # 9065832 on vacutainer item # 367960. After centrifugation, the whole specimen is completely solid. We have had a few tubes from our (B)(6) satellite and the ER."